Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported interruptions in pump function. Approximately 13 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Breakdown of the metal braided shield was observed at the distal end of the driveline segment near the metal connector as well as the terminus of the distal end bend relief. In addition, the wires showed evidence of kinking in the area of shield breakdown adjacent to the terminus of the distal end bend relief. Visual inspection of the wires in this area revealed two breaches in the insulation of the red wire where it was kinked at approximately 2.5 inches from the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. If the exposed conductors of the compromised red wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported low speed/pump stoppage events that were confirmed through the evaluation of the submitted system controller log file. The patient remains ongoing on pump support and no further related events have been reported following the driveline replacement. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, a pump stoppage event occurred while the lvad system was connected to the power module. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the log file and confirmed pump stoppage events. X-ray images did not reveal any obvious areas of concern on the driveline. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. The lvad system was connected to a grounded power module patient cable post-replacement, and no additional alarms were reported. The patient was discharged to home. No additional information was provided.